Manufacturer narrative:
This report is submitted on june 07, 2017.

Event description:
Per the clinic, the patient experienced pain, non-auditory sensations and migration of the internal magnet. Subsequently, the device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on (B)(6) 2017.